Manufacturer narrative:
Concomitant medical products: addr01 ipg implanted: (B)(6) 2015; 200h20 tissue valve implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had partially fractured which caused the muscle stimulation. The ra lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.